Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by one hour due to the customer not adjusting the time for daylight savings. There was no reported impact to the customer's blood glucose. Customer corrected pump time and resumed insulin therapy.